Manufacturer narrative:
The button error alarm and no button response were due to corroded keypad traces. The occlusion test was unable to be performed due to button and or keypad anomaly. The pump was received with cracked case at display window corner, belt clip slot, minor scratched display window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 340mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.